Manufacturer narrative:
Lens implanted in either (B)(6) 2013. (B)(4).

Event description:
(B)(6) complaint: the reporter indicated that the surgeon implanted a12.6mm micl12.6 implantable collamer lens (icl) into the patient's left (os) eye. The patient reports moderate horizontal flares. The lens remains implanted.

Manufacturer narrative:
Corrected data: h6: type of investigation: 4110 lens work order search. One similar complaint type events reported for units within the same lot. Claim# (B)(4).